Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions on how to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged and understood.